Event description:
It was reported that the customer noticed that the cannula on the sensor looked shorter than normal, like a part of it may have broken off and may still have been inserted inside the body. Customer stated there was bruising at the insertion site. Her blood glucose was 200 mg/dl. Customer was advised an x-ray would be able to locate the sensor cannula in the body and to seek medical assistance if needed. Nothing further reported. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.